Manufacturer narrative:
Complaint conclusion: as reported by the legal department, a patient had an optease filter implanted in (B)(6) 2006. The device subsequently tilted and perforated the vena cava. As a result, he suffered, inter alia, bilateral pulmonary emboli and the device cannot be removed. Plaintiff has suffered and will continue to suffer significant medical expenses, extreme pain and suffering, loss of enjoyment of life, disability, and other losses. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Without procedural films for review, the reported filter tilt could not be confirmed and the exact cause could not be determined. Based on the limited information available for review, the timing and mechanism of the filter tilt remains uncertain. Incorrect orientation of the filter is a known potential complication for all ivc filter implants and is listed in the IFU as such. Filter tilting occurs in approximately 5.5% of all cases and may contribute to difficulty or inability to retrieve the filter. Recurrent pulmonary embolism and filter perforation of the vena cava wall are possible long-term complications associated with filter implantation and are addressed in the IFU. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient (B)(6) had an optease filter implanted in (B)(6) 2006 at (B)(6). The device subsequently tilted and perforated the vena cava. As a result, he suffered, inter alia, bilateral pulmonary emboli and the device cannot be removed. The patient has suffered and will continue to suffer significant medical expenses, extreme pain and suffering, loss of enjoyment of life, disability, and other losses.